Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with failed breakout box test. The handpiece was not able to be connected to the console. The device is not repairable. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device was found not working. There were no further details provided regarding the event. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The definitive root cause of the handpiece not working as intended can be attributed to the handpiece failing the 5v to gnd test. However, per the device functional checklist, a handpiece undergoes a set of activation tests with a test console prior to being shipped out. This suggests that the handpiece was shipped free from e12 related damages. This may mean the damages incurred may be as result of transportation or user handling. Olympus will continue to monitor complaints for this device.